Event description:
It was reported that an asymptomatic patient was seen in clinic. Upon interrogation, the atrial lead exhibited loss of sensing and loss of capture. X-ray confirmed the lead had dislodged. The lead was explanted and replaced. The patient was fine post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.